Event description:
It was reported, the patient's device system was replaced due to the leads being wrapped around the generator.

Manufacturer narrative:
Product ID, 435135 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2006 (B)(6), product type lead product ID, 435135 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2006 (B)(6), product type lead. (B)(4). Analysis of the stimulator revealed no anomaly. Analysis of the leads (serial# (B)(4) and (B)(4)) revealed no significant anomaly.